Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 982 mg/dl: cause of bg not known. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Reportedly, the customer was "extremely dehydrated". Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later, (B)(6) 2025 with the issue resolved and no permanent damage. Tandem technical support (tts) offered to complete a system check, however, customer declined to complete the check.